Event description:
It was reported that the ventilator failed multiple self-tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple self-tests during pre-use check. Our field service engineer checked and cleaned the breathing/gas circuit. After reassembling, pre-use check passed again. No part was reported replaced and returned. The evaluation of received device logs shows failed pre-use check's as early as (B)(6) 2019, which will be used as the date of event. Multiple tests are failing, for example the pressure transducer and safety valve calibration tests. The day before the reported date of event (B)(6) 2020, there are clinical alarms for high pressure and peep low. The last successful pre-use check passed (B)(6) 2019. The conclusion is that the reported pre-use check failures could be confirmed from received device logs. The issue was resolved by cleaning and reassembling the breathing circuit. As no part was returned for investigation, the root cause could not be determined.